Event description:
Mother indicated her daughter was not able to remove the tampon. A medical professional removed remaining fibers and there was some bleeding upon removal.

Manufacturer narrative:
Device history record in review. Consumer did not return product for evaluation.